Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak had accumulated by the header of the dialyzer in a triangle shape. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300cc. The pt had no adverse effects. The pt received treatment prophylactically ancef 1g and had a hemoglobin drawn. The pt did complete treatment. The sample is available for the MFR's eval.